Event description:
Consumer getting very different readings with her meter when compared to a lab test. Analysis run on clark error grid using lab readings (173) as reference point vs. Bd readings (300) yielded some data points in the c range of the grid, outside acceptable limits.